Manufacturer narrative:
Concomitant medical products: pm2210 ipg, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that one of their leads had fractured. Lead remains in use. Patient reported having chest pain. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their leads had fractured. Leads remains in use. Patient reported having chest pain. No further patient complications have been reported as a result of this event.